Event description:
Patient was revised to address dislocation of asr hip. It was reported that the dislocation was caused by a fall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.